Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported to a company representative when performing intra-stromal arcuate incisions during laser assisted cataract procedure, the incisions opened up to full corneal thickness. Reporter indicated there was no patient harm and the patient's post operative vision was good.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history review indicated the laser was verified successfully prior to the date of treatment. During the on site visit the field service engineer (fse) evaluated the system and did not find any issue with the creation of arcuate incisions. The fse verified the system was functioning to specifications prior to departure. There were no treatment settings or images provided for review. Based on the investigation results, the root cause of the event could not be determined conclusively. (B)(4).